Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not removing residual air from the cartridge during load process. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.